Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss greater than an hour was confirmed. The reported event of a pair new transmitter message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.